Manufacturer narrative:
The insulin pump was received with a drive count/time values or changes incorrect for moving or coasting alarm. Too slow or too fast. Alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. Unit received with cracked keypad overlay at select button.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage. Customer's blood glucose level was unknown. Customer reports that location of damage was button area. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.